Event description:
Pt called in 2002 alleging that their one touch ultra meter would not power on. Pt reported symptoms slurred speech. Pt's spouse reported that the pt was taken to the ER and the blood glucose test confirmed that their blood glucose was high. Pt's spouse did not provide test results from the ER. Pt was treated with insulin. Pt obtained blood glucose results of "289 and 350mg/dl" on the one touch ultra meter (date unknown). No further info has been reported.